Manufacturer narrative:
The freestyle test strip lot that is referenced in this MDR is associated with an on-going recall. The FDA was informed of the field action per 21cfr806 (recall number 2954323-02/07/14-001-r) and affected consignees were notified by letter beginning february 19, 2014. Adc has identified that all non-applied voltage legacy blood glucose meters (0mv) may produce erroneously low blood glucose readings in the parkes error grid c or d zone that could potentially affect clinical outcome when used in conjunction with freestyle test strip lot within expiry. This issue only occurs when freestyle or freestyle lite blood glucose test strips are used with freestyle, freestyle flash blood glucose meters and the freestyle blood glucose meter built into the omnipod insulin management system and freestyle navigator. Note: the test strip lot number is unknown; therefore, the device manufacturer date is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Caller (customer's father) contacted customer service to report he had received a recall notification letter and wanted to inquire if the adc freestyle flash blood glucose meter may have produced faulty readings that could have been related to the customer's diagnosis of diabetic ketoacidosis (dka) and death on (B)(6), 2010. Caller reported that a friend of the customer had gone to the customer's house "when the medical event happened" and placed a 911 call. The 911 operator advised the friend to perform CPR on the customer, and when the emt arrived on the scene the customer was declared deceased. According to the caller, the customer was transported to a local hospital for autopsy and her blood glucose was reportedly "over 1600 mg/dl". Caller verified that he does not know the cause of death or know if the death was caused by incorrect readings/readings issue with the adc device.